Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 flap edema in the right eye. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of scratchy and blurry vision. Patient reported symptoms are not interfering with daily activities. A bandage contact lens was applied. Bcva from (B)(6) 2018 right eye pre-op 20/20, -.75 x -.25 x 153; left eye pre-op 20/20, -.50 x -1.25 x 168. This report is for the excimer laser. A separate report is being submitted for the intralase.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.